Manufacturer narrative:
Batch review performed (B)(6) 2022: lot 120058: 66 items manufactured and released on (B)(6) 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, 65 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 years 4 months after the primary, the patient came in reporting pain due to a malpostioned cup and the cause is unknown. The surgeon revised the medacta cup and liner to competitor components and revised the medacta head to a medacta head. The surgery was completed successfully.